Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) after the patient entered a ventricular arrhythmia. Review of the episode suggests that an atrial pace-sinus rhythm (ap-sr) sequence led to a premature ventricular contraction (pvc) that fell into the device's blanking period, preventing detection. As a result, the device delivered a ventricular pace (vp), which may have triggered the arrhythmia. The arrhythmia was successfully terminated by quick convert therapy. Technical services (ts) suggested reprogramming options. This device remains in service.